Event description:
It was reported that the atrial lead impedance was trending down and triggered an alert for out of range impedance. It was also reported that atrial sensing has also gone down over the same time frame. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 03:00:11. Daily pace lead impedance trend data shows a decrease for atrial pace bi impedance = 209 to 171 ohms minimum between (B)(6) 2012. Weekly pace lead impedance trend data shows a gradual decrease for max and min atrial pace bi impedance= 475 to 209 ohms minimum between (B)(6) 2010 and (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.